Manufacturer narrative:
Initial.

Event description:
It was reported that a user reported a freestyle libre 3 plus sensor failed to pair after an extended initiation period; the ilet displayed a warm-up countdown after the user rescanned the sensor, indicating successful pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no therapy interruption, and no need for medical care. User support included a review of device status and on-call troubleshooting that guided the user to rescan the sensor and confirm the warm-up period. Investigation of this case revealed that the system functioned as designed and that the issue was resolved through user education and successful re-pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication interruption.